Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 04/13/2018 that on (B)(6) 2017 the patient had missed several urgent low blood glucose levels. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.